Event description:
It was reported that the tip shape on the guide wire was wavy when removed from the packaging. Reportedly the dispenser was flushed before removing the guide wire and the tip was not touched. No pt injury was associated with this event. This is being filed as an MDR based on investigative findings.